Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed. Reader turns on with button press. Unable to set date and time or determine uom due to touch screen issue. Issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification the dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced a loss of consciousness, weakness, and was unable to treat self. The customer had contact with a healthcare professional who obtained a glucose result of 17 mmol/l and was administered "coke powder" and unspecified injection for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.